Event description:
Reporter indicated that on two occasions within a 24 hour period, device continuously stimulated for five minutes causing patient to cough and gag. It was later reported that patient was not able to deactivate stimulation with magnet. Patient saw physician who indicated that the device was not malfunctioning. Device was programmed to off. Patient was seen by another physician who diagnosed a viral infection. No medications were prescribed, the virus has run its course, and the patient no longer complains of pain.